Manufacturer narrative:
Block b3: exact date unknown, event occurred about a month ago prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 7109130 model/catalog description: 7109130 unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216 serial number: (B)(6). Batch/lot number: 803377 model/catalog description: scs-ipg-r-MRI unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had a fall. The leads migrated which was confirmed with imaging. The patient underwent implantable pulse generator (ipg) replacement and leads repositioning procedure. Patient was programmed well. The facility disposed of the old ipg.